Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was deformed due to impact of the inner stem during distribution. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was confirmed by review of complaint sample. Was returned and evaluated. Visual inspection of the inner sterile blister(jv540076) shows a deformity of the form of the blister. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. This product falls within the scope of a CAPA that is reviewing all the bridgend, UK packaging configurations for compliance to the requirements of iso 11607:2014 and new zb global packaging requirements. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.